Event description:
A ti wrist fusion plate, implanted in 2003 was noted as broken in 2003 and was removed in 2004. Pt experienced post traumatic osteoarthritis of the right wrist and had a prior radial styloidectomy. Surgeon performed an arthrodesis of the right wrist with subject plate and bone graft. Non-union was noted at radial carpal joint around lunate and navicular and in other areas as well.